Event description:
It was reported that an unexpected reset occurred. As a result, the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1100 mg/dl and a ketone level that the health care provider determined to be life threatening. Reportedly, the customer experienced a mini stroke that led to brain damage. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 36 days later, (B)(6) 2026 with the issue resolved. Reportedly, customer continued to use the pump for insulin therapy.